Event description:
It was reported that the patient experienced heat on the ipg site and was unable to use the stimulation for few months. The scs ipg was not charged for more than six months. When the patient intended to turn back the stimulation on at a later date, the ipg was unable to turn on. The ipg could not communicate with the charger or the patient programmer. The physician noted if the patient would like the stimulation again, the device would be replaced. No further information is available at this time.

Manufacturer narrative:
Correction: 1627487-12192011-001-c. This ipg seral number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. Correction number: 1627487-12192011-003-r.